Event description:
A customer reported receiving low glucose results from an abbott diabetes care device. The customer received a low sensor scan results of 54 mg/dl compared to blood glucose readings of 178 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly and cracked sensor neck and debris that appear to be flakes of material on pcba (printed circuit board assembly) triangle was observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. The debris was observed on the sensor plug being removed during product return investigation as the debris may have dislodged from the sensor plug or sensor housing and landed in the pcba (printed circuit board assembly) triangle indicating it was not present prior to its removal. The passing of all tests during the investigation indicates that the debris that is present is not sufficient and did not impact the sensor¿s ability to generate an accurate glucose reading. Sensor state 5 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care device. The customer received sensor scan results of 54 mg/dl compared to blood glucose readings of 178 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.